Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: three unused samples were returned in original packaging. During the visual inspection it was confirmed that there are inner cannulas of size 9.0 in the packages labelled as size 8.0. A DHR review identified a possible quantity discrepancy that could have possibly led to the reported issue.

Event description:
It was reported that prior to use, the labeled #8 endocannula container was found to have a #9 endocannula inside. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.